Event description:
It was reported that during an unknown procedure, the handport broke in to 2 pieces hile dr had his hands in the abdomen. Not known how case was completed. No further information is available. No patient consequence known.

Manufacturer narrative:
Information anticipated, but unavailable at this time.